Event description:
New information states that no intervention was performed. The patient was in a stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the right ventricular and left ventricular lead exhibited externalized conductors and visual anomalies which was confirmed upon cinefluoroscopy. No further information was reported.